Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced pain and suffering.all other information is unknown.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain and suffering. All other information is unknown.